Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and it appears that the challenging patient anatomy of the restricted posterior leaflet and large coaptation defect contributed to the reported slda. The reported worsening mr and tissue damage in this incident appears to be due to the slda experienced by this clip. The subsequent dyspnea was likely a cascading effect of the worsening mr. The reported patient effects of worsening mr, mitral valve injury and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat functional mitral regurgitation (mr) with a grade of 4+. The nt clip delivery system (cds) was advanced to the mitral valve; however, the nt cds could not reach the valve to perform grasping. The nt cds was removed and an xtr cds was used. The clip was implanted, reducing the mr to 1. After the procedure, the patient was ambulating and doing well for several days but reported shortness of breath. A transesophageal echocardiography (tee) was completed and it was believed that the xtr clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda), or that the leaflet may have torn. The mr had increased to 4+. No additional information was provided.